Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant

Event description:
Patient reported to ms&s, that he has had an aspira drainage system for a few weeks now and his wife has been draining it about every 4 days without any difficulty. Patient stated that his wife tried to drain his catheter today and nothing came out. The spouse stated that the blue valve appeared sunken in and that they've only used the aspira drainage bags, not the pleurx bottles. Ms&s informed the spouse that if the valve is damaged it will need to be replaced and to contact the physician for the replacement. Ms&s stated that if the valve is not replaced the patient will need to go into the ER to drain the catheter. No patient injury was reported.